Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii.

Event description:
Healthcare professional reported "capsular contracture baker grade ii, correction of asymmetry" via nbir. This is for the left side. Device was explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Additional, changed, and/or corrected data: b5, e3, h11.

Event description:
Healthcare professional reported "capsular contracture baker grade iii, correction of asymmetry" via nbir. Capsulectomy/capsulotomy performed during replacement surgery. This is for the left side. Device was explanted and replaced.